Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic and joint pain") in a 33 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of appendectomy, umbilical hernia and parity 5. Concurrent conditions were listed as asthenia and dyspareunia. On (B)(6) 2017, the patient had essure inserted. In 2020 she experienced pelvic pain (seriousness criterion intervention required) and arthralgia ("pelvic and joint pain"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (essure removal on (B)(6) 2023 by salpingectomy and hysterectomy). At the time of the report, all of the events had resolved. The reporter saw no causal relationship between pelvic pain or arthralgia and essure. The reporter commented: removal was performed at the patient¿s request. Primary reason for removal was pelvic and joint pain. Reporter does not consider that essure caused or contributed to the occurrence of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.716 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic and joint pain") in a 33 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of appendectomy, umbilical hernia and parity 5. Concurrent conditions were listed as asthenia and dyspareunia. On (B)(6) 2017, the patient had essure inserted. In 2020, she experienced pelvic pain (seriousness criterion intervention required) and arthralgia ("pelvic and joint pain"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (essure removal on (B)(6) 2023 by salpingectomy and hysterectomy). At the time of the report, all of the events had resolved. The reporter saw no causal relationship between pelvic pain or arthralgia and essure. The reporter commented: removal was performed at the patient¿s request. Primary reason for removal was pelvic and joint pain. Reporter does not consider that essure caused or contributed to the occurrence of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.716 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.